Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had battery out limit alarm. The customer¿s blood glucose level was 136 mg/dl at the time of the incident. Customer stated they did not receive a low battery alert prior to the off no power alert. New battery resolved the issue. Customer report they were able to clear the alarm. Troubleshooting was performed. The insulin pump will not be returned for analysis.